Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on 7/10/2020 and suture was used. During interrupted suturing, the suture was detached from the needle. It was a control release needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 09/24/2020. H-3 summary: it was reported that during interrupted suturing, the suture was detached from the needle. A winding former with eight used needles of product were received for evaluation. The product code is control release and each packet contains eight strands. During the visual inspection of the sample # 1 eight used needles, the swage and attachment area were as expected. The barrel hole of the needle was examined, and no suture remnant was noted and slightly marks were noted on the body needle. The sutures were not received for evaluation to determine the assignable cause. No conclusion could be reached as on what caused the suture was detached from the needle. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.